Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1531602) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that following the deployment of the mynxgrip 6f/7f vascular closure device, the sealant came out of the patient's leg when the sheath was removed. Additional information was requested, but is not available at this time.